Manufacturer narrative:
It is unclear if qc was performed prior to the event. Qc ran after the event was in range. A system check conducted in 2007, was within specifications. Per customer, they perform regularly scheduled maintenance and no errors were received in the event log. The samples were collected in ER, into 7ml, heparin plasma tubes and centrifuged at 3,500 rpm for 5 minutes at ambient temperature. The samples were stored cap at ambient temperature prior to analysis. The specimens were aliquoted into 0.5ml cups and assayed from assigned 0.5ml racks. Repeat testing was done from the same sample. The sample storage prior to repeat in 2007, is unclear. Per customer, no visual issues were noted with the samples. A field service engineer (fse) was dispatched to the customer's lab: the fse verified ultrasonic's and alignments. The fse conducted diagnostic testing and results passed; however, system check values were slightly elevated. The fse performed a minor adjustment of wash station and then repeated the system check which passed. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two 2 different patient samples that were generated by the access 2 instrument. Patient a and b samples were tested for accu tni and results of 1.4ng/ml and 1.7ng/ml were obtained respectively. The results were reported out of the lab. The original samples of both patients were re-tested for accu tni and the results were: 0.7ng/ml and 0.9ng/ml. The original samples were re-tested once more and accu tni results were within the risk stratification range: 0.03ng/ml for patient a. 0.3ng/ml for patient b. Per customer, at least one of the patients did undergo a cardiac catheterization as a result of the event. It is not believed death or injury occurred as a result of this event.